Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was inaccurate. Customer changed cartridges to address the issue; however, the gauge remained inaccurate. Customer reverted to manual injections for insulin therapy. There was no reported adverse impact to the customer.